Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿confirm that the video connector of the video scope is not damaged. Confirm that the video connector of the video scope are not damaged.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the scope-locking mechanism of the video connector socket could not function normally because the scope connector was not removed properly.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a broken pin causing a poor connection. The housing was found to have some cosmetic wear and a new type of power switch. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A biomed from a user facility reported color and black screen issues when plugging in a camera to the video system center. The plug does not lock into place. The black screen contains some speckles on it and not an actual image is seen. The issue occurred during preparation for a procedure. The device was swapped with a working device to complete the procedure. No patient involvement was reported. No additional information has been obtained.